Event description:
Customer reported one instance of a charger failed error. No pt involvement or injury reported.

Manufacturer narrative:
The rep replaced generator batteries and tested system, system operates as intended.